Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette had about 30 ml left when the reservoir capacity reached 0 ml. Per reporter, this occurred during patient use, and no patient harm/adverse event was reported.

Manufacturer narrative:
Four photos were attached to the complaint. Based on the photos, there is not a discrepancy that could cause the failure mode of device accuracy that was reported. The sample is necessary to evaluate and obtain a root cause based a functional test. According to photos received, the failure mode ¿delivery accuracy¿ was not confirmed.

Manufacturer narrative:
One device was returned for evaluation. Functional testing was unable to confirm or replicate the reported issue. The cassette performed within the delivery accuracy rate stated under nominal conditions.